Manufacturer narrative:
The investigation concluded that the devices did not malfunction but were loaded incorrectly and used out of sequence. Two stapler handles with reloads attached were returned to justright surgical for investigation. Both reloads were attached to the handles incorrectly. The first device had no trace of staples found in the anvil pockets. There was evidence indicating the device was fired out of sequence. If the device was fired out of sequence, there may have been unformed staples. The second device had traces of staples found in the anvil pockets. There was evidence indicating the device was used out of sequence. The anvil pocket traces indicate the staples most likely formed properly when the stapler was fired.

Event description:
During a thoracoscopic left lower lobectomy, the stapler misfired and staples released into the body cavity. A second stapler was used, and it worked perfectly. Patient is fine and was discharged. Both staplers and reloads were returned for evaluation.